Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The reported condition was confirmed. During the pre-repair assessment the device failed the temperature testing. If add'l info is rec'd, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report rec'd from the USA stating that the device had a "heat" issue. The device was used during a surgical procedure. No injury or medical intervention occurred. There was no add'l info provided.